Event description:
It was reported that the patient presented in clinic for extraction and replacement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.